Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), palpitations ("heart palpitations"), menorrhagia ("abnormal and excessive bleeding during menstruation"), depression ("depression"), urticaria ("hives"), migraine ("migraines"), nausea ("nausea"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2017 ). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, depression, urticaria, migraine, nausea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, menorrhagia, migraine, nausea, palpitations, urticaria and weight increased to be related to essure. Further company follow-up with the lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), menometrorrhagia ('menometrorrhagia (abnormal and excessive bleeding during menstruation, bleeding between menses)') and anaphylactic shock ('anaphylactic shock') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: zovia from 2006 to 2009. Concurrent conditions included menstrual disorder, menses irregular, menometrorrhagia, endometrial ablation and asthma. Concomitant products included liothyronine sodium (cytomel) since 2014, phentermine hydrochloride since 2014 and salbutamol (albuterol) since 2006. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction type") and urticaria ("hives"). On (B)(6) 2010, the patient experienced depression ("depression and anxiety"). On (B)(6) 2010, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("sweating (day and night)") and night sweats ("sweating (day and night)"). On (B)(6) 2011, the patient experienced back pain ("back pain/ lower back pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2012, the patient experienced vitamin b12 deficiency ("other injury(ies) or complication (s) please describe: vitamin b12 deficiency"). On (B)(6) 2012, the patient experienced rash ("rash") and arthralgia ("joint pain"). On (B)(6) 2013, the patient experienced anaphylactic shock (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced sinus tachycardia ("sinus tachycardia"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ chronic pelvic pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), palpitations ("palpitations"), nausea ("nausea"), alopecia ("hair loss"), increased tendency to bruise ("bruising") and acne ("acne"). The patient was treated with atenolol, budesonide;formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), epinephrine (epipen), levosalbutamol hydrochloride (xopenex), lorazepam, sertraline hydrochloride (zoloft) and surgery (ablation, biopsy on (B)(6) 2012 and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menometrorrhagia, anaphylactic shock, pelvic pain, dysmenorrhoea, hypersensitivity, rash, back pain, depression, migraine, nausea, weight increased, fatigue and mood swings had resolved and the abdominal pain, urticaria, vaginal haemorrhage, palpitations, alopecia, hyperhidrosis, night sweats, increased tendency to bruise, acne, sinus tachycardia, vitamin b12 deficiency and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anaphylactic shock, arthralgia, back pain, depression, dysmenorrhoea, fatigue, hyperhidrosis, hypersensitivity, increased tendency to bruise, menometrorrhagia, migraine, mood swings, nausea, night sweats, palpitations, pelvic pain, rash, sinus tachycardia, urticaria, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: (B)(6) 2014 and (B)(6) 2017. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), blood/heart disorder, rash/skin condition, hypersensitivity, psych injury, fatigue, hormonal changes, migraine, nausea, weight gain, anaphylactic shock. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.49 kgs. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test: total bilateral occlusion, no contrast seen extending into either fallopian tube distal to the essure device. Pathology test - on (B)(6) 2017: specimens: uterus with cervix, bilateral tubes: no cervical abnormality, endometrium in proliferative phase, no myometrial abnormality, no pathological abnormality in fallopian tubes. Gross description: the right and left fallopian tubes have indwelling intraluminal essure implants. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menometrorrhagia, vaginal discharge, chronic pelvic pain, urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. On (B)(6) 2019: coding correction. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), menorrhagia ('abnormal and excessive bleeding during menstruation/abnormal bleeding; menorrhagia'), anaphylactic shock ('allergic or hypersensitivity reaction type: anaphylactic shock') and genital haemorrhage ('abnormal bleeding(vaginal,menorrhagia)heavy bleeding') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menstrual disorder, menses irregular, menometrorrhagia and endometrial ablation. Concomitant products included atenolol since 2014, budesonide;formoterol fumarate (symbicort) since 2017, cetirizine hydrochloride (zyrtec) since 2017, epinephrine (epipen) from 2014 to 2017, levosalbutamol hydrochloride (xopenex) since 2017, liothyronine sodium (cytomel) since 2014, lorazepam since 2017, oral contraceptive nos from 2006 to 2009, phentermine hydrochloride since 2014, salbutamol (albuterol) since 2006 and sertraline hydrochloride (zoloft) since 2017. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), 8 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced urticaria ("rashes or skin conditions type: hives") and swelling ("rashes or skin conditions type: swelling"). On (B)(6) 2010, the patient experienced depression ("depression/ psych injury/psychological or psychiatric problems condition: depression"). On (B)(6) 2010, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)/)intermenstrual bleeding"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings") and hyperhidrosis ("hormonal changes describe: sweating (day and night),"). On (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced back pain ("back pain/lower back") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vitamin b12 deficiency ("other injury(ies) or complication (s) please describe: vitamin b12 deficiency"). On (B)(6) 2013, the patient experienced anaphylactic shock (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced sinus tachycardia ("blood or heart disorder/condition type: sinus tachycardia"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), palpitations ("heart palpitations/blood or heart disorder/condition type: palpitations,"), migraine ("migraines/ migraines/headaches"), nausea ("nausea"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction type"), vaginal haemorrhage ("abnormal bleeding(vainal)"), contusion ("rashes or skin conditions type: brusing"), acne ("rashes or skin conditions type: acne"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain") and arthralgia ("joint pain"). The patient was treated with surgery (ablation, biopsy and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menorrhagia, palpitations, urticaria, alopecia, metrorrhagia, blood disorder, cardiac disorder, hyperhidrosis, vaginal haemorrhage, contusion, acne, sinus tachycardia, vitamin b12 deficiency and arthralgia outcome was unknown and the anaphylactic shock, depression, migraine, nausea, weight increased, dysmenorrhoea, back pain, dermatitis allergic, hypersensitivity, fatigue, mood swings and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anaphylactic shock, arthralgia, back pain, blood disorder, cardiac disorder, contusion, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, palpitations, pelvic pain, sinus tachycardia, swelling, urticaria, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: (B)(6) 2014 and (B)(6)2017. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping),back, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding between periods),blood/heart disorder, rash/skin condition, hypersensitivity, psych injury, fatigue, hormonal changes, migraine, nausea, weight gain, anaphylactic shock; ablation, biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.49 kgs. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test: unspecified. Result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: metrorrhagia, vaginal discharge, pelvic pain, urticaria , menorrhagia. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. New events: "dysmenorrhea (cramping),back, metrorrhagia (bleeding between periods),blood/heart disorder, rash/skin condition, hypersensitivity, fatigue, hormonal changes, anaphylactic shock" , lab data added. On 19-sep-2019: pfs and mr received. Lot number added. New events: mood swings, sweating (day and night), abnormal bleeding vaginal, heavy bleeding, bruising, acne, sinus tachycardia, vitamin b 12 deficiency, abdominal pain, pelvic pain, joint pain, swelling were added. Outcome of the event depression updated. New reporters added. Concomitant conditions and drugs were added. Lab data updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and menometrorrhagia ('menometrorrhagia (abnormal and excessive bleeding during menstruation, bleeding between menses)') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, acute pharyngitis, mastodynia, vaginal discharge, cyst of thyroid, abdominal pain lower, hives, nabothian cyst, thrombosis and overweight. Previously administered products included for birth control: zovia from 2006 to 2009. Concurrent conditions included menstrual disorder, menses irregular, menometrorrhagia, endometrial ablation, asthma, angioneurotic edema, urticaria nos and stomatitis. Concomitant products included cetirizine, docusate sodium, ibuprofen (motrin), liothyronine sodium (cytomel) since 2014, oxycodone, paracetamol (acetaminophen), phentermine hydrochloride since 2014, salbutamol (albuterol) since 2006, sertraline and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 8 months 9 days after insertion of essure. On (B)(6) 2010, the patient experienced hypersensitivity ("hypersensitivity/allergic or hypersensitivity reaction type") and urticaria ("hives"). On (B)(6) 2010, the patient experienced depression ("depression and anxiety"). On (B)(6) 2010, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). In march 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), hyperhidrosis ("sweating (day and night)") and night sweats ("sweating (day and night)"). On (B)(6) 2011, the patient experienced back pain ("back pain/ lower back pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2012, the patient experienced vitamin b12 deficiency ("other injury(ies) or complication (s) please describe: vitamin b12 deficiency"). On (B)(6) 2012, the patient experienced rash ("rash") and arthralgia ("joint pain"). On (B)(6) 2013, the patient experienced anaphylactic shock ("anaphylactic shock"). On (B)(6) 2014, the patient experienced sinus tachycardia ("sinus tachycardia"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/ chronic pelvic pain"). On (B)(6) 2019, the patient experienced swelling ("swelling"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), palpitations ("palpitations"), nausea ("nausea"), alopecia ("hair loss"), increased tendency to bruise ("bruising") and acne ("acne"). The patient was treated with atenolol, budesonide;formoterol fumarate (symbicort), cetirizine hydrochloride (zyrtec), epinephrine (epipen), levosalbutamol hydrochloride (xopenex), lorazepam, sertraline hydrochloride (zoloft) and surgery (ablation, biopsy on (B)(6) 2012 and hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, menometrorrhagia, anaphylactic shock, pelvic pain, dysmenorrhoea, hypersensitivity, rash, back pain, depression, migraine, nausea, weight increased, fatigue and mood swings had resolved and the abdominal pain, urticaria, vaginal haemorrhage, palpitations, alopecia, hyperhidrosis, night sweats, increased tendency to bruise, acne, sinus tachycardia, vitamin b12 deficiency, arthralgia and swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, alopecia, anaphylactic shock, arthralgia, back pain, depression, dysmenorrhoea, fatigue, hyperhidrosis, hypersensitivity, increased tendency to bruise, menometrorrhagia, migraine, mood swings, nausea, night sweats, palpitations, pelvic pain, rash, sinus tachycardia, swelling, urticaria, vaginal haemorrhage, vitamin b12 deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted for date(s) of removal: (B)(6) 2014 and (B)(6) 2017. Plaintiff received treatment for fallowing conditions: dysmenorrhea (cramping), back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), blood/heart disorder, rash/skin condition, hypersensitivity, psych injury, fatigue, hormonal changes, migraine, nausea, weight gain, anaphylactic shock. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test: total bilateral occlusion, no contrast seen extending into either fallopian tube distal to the essure device. Pathology test - on (B)(6) 2017: gross: there is a 0.7 x 0.7 x 0.6cm mucoid nabothian cyst, displays smooth inner lining.; on (B)(6) 2017: specimens: uterus with cervix, bilateral tubes: no cervical abnormality, endometrium in proliferative phase, no myometrial abnormality, no pathological abnormality in fallopian tubes. Gross description: the right and left fallopian tubes have indwelling intraluminal essure implants. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menometrorrhagia, vaginal discharge, chronic pelvic pain, urticaria. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter information was added. New event "swelling" was added. Legacy device number- 2951250-2018-01388. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.